Event description:
The continuous arterial venous hemodiafiltration pump alarmed e15 (data transmission error) and e25 (blood leak detector). Air was noted in line. Line was clamped and system was disconnected. Venous line in pt was aspirated for less than 1 cc air, and brisk blood return was noted. Line was flushed easily with heparin and clamped. The pt's heart rate decreased to 60's; blood pressure = 50s/30s. The pt was bagged per anesthesia with 100% o2. After 12 minutes, the pt's heart rate increased to 87 with a blood pressure of 102/42. After 30 minutes, hr=135, bp=117/55 with strong pulses. The MFR was notified on 7/26/94 and provided an onsite visit to perform a complete diagnostic check of the unit in question. The service representative could not duplicate the problem at that time, and considered the pump to be in working order. However, facility is in the process of obtaining a replacement unit from MFR. The pt's underlying disease was myelodysplastic syndrome with refractory anemia with access blasts in transformation, and had undergone a bone marrow transplant in 3/94.